Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for case 1 of 2. Mps called after cases to report arm would not align as expected in acetabulum. Two tha cases experienced difficulty in passing hip registration.

Event description:
This pi is for case 1 of 2. Mps called after cases to report arm would not align as expected in acetabulum. Two tha cases experienced difficulty in passing hip registration.

Manufacturer narrative:
Reported event an event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: adjust j5 transmission cables to factory specifications. As a pro active measure, replaced and adjusted both j2 bump stops. I showed how to tighten the camera on its mount work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records indicated device was produced. -complaint history review: a complaint history review confirms that similar complaint(s) have been made for this device. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.